Manufacturer narrative:
Event already captured in mw5104314. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a week after having an MRI, the patient experienced shocking sensation when placing the controller.  No further complication reported or noted.